Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnected alarm was confirmed via the provided log file. The log file captured the patient¿s driveline becoming disconnected on (B)(6) 2025 at 11:01:28, causing the pump to stop. The driveline was observed to have been reconnected within approximately 3 seconds, and the pump ramped back up to intended speeds within approximately 4 more seconds. No other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. Available information for this event indicates that the cause of the driveline disconnection was not known, and that further driveline disconnected alarms had not occurred. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including alarms associated with driveline disconnect conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there appeared to be a driveline disconnect followed by a pump off event. The log files were reviewed and captured a driveline disconnect event on (B)(6) 2025. The event lasted approximately 7 seconds. The pump resumed at the set speed after the driveline was reconnected. The pump appeared to be functioning as intended. The cause of the driveline disconnect was unknown. Documentation was found stating that the patient was unaware or unsure how it happened. The patient was currently stable, outpatient. The patient was admitted on (B)(6) 2025 with abdominal pain and supra therapeutic internal normalized ratio (inr). There was no equipment exchanged. The driveline disconnect resolved with no documentation of continued driveline disconnect events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.